Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3: reporter is a legal attorney h6: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2016, the patient underwent total left knee arthroplasty due to posttraumatic osteoarthritis with mild to moderate valgus deformity and mild hyperextension of the left knee. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor¿s bone cement. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component and joint instability. The surgeon reported the tibial component was easily removed as it had completely dislocated from the cement mantle. He noted the femoral component was removed with little bone loss with hand tools and osteotomes. The surgeon reported the patella was intact and well-fixed and was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2018 (left knee).